Event description:
It was reported that the tego connector had a flow issue. It was stated that "a few minutes after the patient was connected to the generator for treatment, the machine became alarmed because the blood pressure was bad. A colleague came to flush the catheter, but she was unsuccessful. She then removed the tego plug and the pressures were better. The valve of the tego plug was damaged.¿ there was patient involvement and no patient harm.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1955. The device is available to be returned for evaluation; however, it has not yet been received. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary received one (1) used list# d1000, tego¿ connector, appx 0.05 ml. For investigation. There was no visible physical damage or other anomalies observed, however, there was blood clotting in the fluid path. Once the clotted blood was discharged from the fluid path fluid flowed without obstruction. After the clotted blood was discharged the used d1000 tego was able to prime and flow without difficulty. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The customer complaint can be confirmed, probable cause unknown.